Event description:
A customer reported the shaft came loose from a 25 gauge cutter during surgery. The device was exchanged and the procedure was completed with no harm to pt.

Manufacturer narrative:
The probe eval is in-progress at this time. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Pending sample eval. (B)(4).